Event description:
Information received indicates when the stretcher is in brake, the casters continue to swivel.

Manufacturer narrative:
The technician found the swivel lock was not working. The technician replaced the brake casters to repair the stretcher.